Manufacturer narrative:
Concomitant medical products: dtba1qq ICD; 429888 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity warning caused by non-sustained ventricular tachycardia (vt) episodes and short interval counts. It was noted that the rv lead had a suspected fracture. Detections was turned off and the patient was admitted into the hospital. During replacement of the rv lead, the rv setscrew was not able to be engaged or tightened by the physician. The device was explanted and replaced, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.